Event description:
I have been using tampons without a single adverse event for the past 21 years. On (B)(6) 2018, I used a new brand of tampon for the first time - seventh generation free and clear certified organic cotton regular (6-9gm absorbancy) tampons, purchased from (B)(6) in (B)(6). I inserted one tampon. Within 20 minutes, I was experiencing cramping, but it was tolerable. I went to sleep. Three hours later, was awoken with severe sharp cramping in what felt like the upper vaginal plus the uterine area. I do not normally experience anything other than very mild cramping with my periods. This has me double over and panicked. It took me three minutes to locate a pad, during which the pain become more and more severe. After locating a pad, I took the tampon out, to an immediate reduction in pain. The tampon I removed had not unfurled, and the blood seemed to be sitting on its surface. The tampon came out of my vagina easily. After taking it out, I took 800 ibuprofen and lay down. Though the localized abdominal pain was diminishing, my body soon began shaking and writhing, and I felt this weird semi-nauseated dizzy feeling of needing to get out of my skin. Moreover I had a really bad headache and fever. This horrendous feeling lasted a full 12 hours. I self-medicated with ibuprofen, acetaminophen, and eventually oxycodone which I have dislocating bones. I have the box and the remaining unopened tampons. I will be going to an infectious disease doctor at 3pm today to follow up. I find it hard to believe that was tss as it was a regular tampon and only used 3 hours prior to symptoms commencing. I would like to see tests done on this product to determine whether seventh generation¿s claims of ¿purity¿ (no bleach, etc.) Are true. I have never reacted like this to a tampon prior. Now that it has been out of me for a full 12 hours, I am almost completely back to normal. Thank you for taking this seriously. Dose or amount: 1 tampon, frequency: every 4 hours, route: vagina. "Event abated after use stopped or dose reduced: yes." Diagnosis or reason for use: menstruation.